Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: e1, h6 (type of investigation). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, it is likely that the image became blurry by moisture invasion of objective lens, also that leakage from biopsy channel and water invasion of light guide lens were confirmed. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and during the inspection, it was found that the image was blurry and had watermarks under cold and hot water tests. The root of the insertion tube was buckled. The connecting tube was wrinkled. Due to damage on switch 1, water tightness was lost. Due to a pinhole in the channel tube, water tightness was lost. The venting valve was leaking. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. The control unit and the plug unit had corrosion due to water leakage. The light guide bundle was immersed. Due to the deformation of the scope cover unit, water tightness was lost. The objective lens had a stain. The light guide lens had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's entire image was blurry. The issue was found during reprocessing. The patient was not under anesthesia, and there was no delay. There were no reports of patient harm.